Manufacturer narrative:
Concomitant medical products: product ID 37761, product type: recharger. Product ID 37752, serial# (B)(4), product type: recharger. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID 37742, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that patient¿s pain was everywhere, there was a loss of therapeutic effect, and a loss of stimulation. Stimulation was last felt 2-3 weeks prior to (B)(6) 2014. It was noted that the patient was agitated and difficult to talk with. The patient tried to contact the healthcare professional, but the healthcare professional was away. It was also reported that the patient went to the hospital twice and the hospital would not touch him. Normally the patient got injections, the patient would receive nerve blocks, and the patient had the machine. The consumer further reported that the implantable neurostimulator recharger (insr) broke. While troubleshooting with the insr, it was determined that there was a broken connector pin on the desktop charger (dtc); this appeared to have occurred through product use. There was no indication of patient harm. Additional information received from the healthcare professional reported that it was unknown if the patient had a greater than 50% reduction in their symptoms as the patient had not been seen by the healthcare professional¿s office since (B)(6) 2010.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.